Manufacturer narrative:
The creatinine reagent lot number was 90766001, with an expiration date of 30-jun-2026. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with creatinine plus ver.2 on a cobas 8000 c 701 module. The sample initially resulted in a creatinine value of 14.6 mg/dl. The doctor questioned the result, so the sample was repeated. The repeat result was 0.7 mg/dl. The repeat value was deemed correct.

Manufacturer narrative:
A reagent issue can be excluded as there were no further events and the correct repeat value was measured with the same reagent. The field service engineer checked the analyzer and did not find any abnormalities. The analyzer was running within specifications. The investigation determined the issue is consistent with insufficient pre-analytic sample handling.